Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs," and ¿if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.¿ it advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient's mother reported that her son's blood glucose reached "high" (> 500 mg/dl) and that she noticed there was a knot or a lump in the size of a dime at the insertion site. Upon removal she noticed pus coming out of the site. She took him to see his doctor who prescribed him clindamycin (oral) for his site infection.

Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. No issues were found that would have contributed to the reported site infection. The pod was found to have completed sterility within specification.